Event description:
It has been reported that at (B)(6), an image of a patient's breast with a hand of the technologist who was positioning the patient was unintentionally obtained. The cause was a short caused by coffee spilled in the control pad resulting in the exposure switch being turned on. When the exposure conditions were determined, the exposure switch had been already turned on. Accordingly, the x-ray irradiation started to perform the exposure of the patient's breast together with the hand of the technologist during the position of the patient. Replacement of the control pad solved this problem.